Manufacturer narrative:
Reported event: it was reported that during cutting for a tka, made all cuts beside distal and posterior chamfer cut and the femoral array became visibly loose on the posterior chamfer cut. Surgeon and pa believe that the femoral array was properly tightened. They believe the malfunction in 1/3 parts (femoral array, side clamp, pin clamp) or all parts. Requesting replacement for all 3 parts. Case was finished robotically and implants fit well. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the device history records indicate (B)(4) devices were manufactured under lot no 201743060802 and 200 were accepted into final stock on 06/07/2017, (B)(4) were accepted into final stock on 06/21/2017, and a further (B)(4) device was accepted into final stock on 06/21/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112270, lot 201743060802 shows no additional complaints related to the failure in this investigation. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. Device not returned.

Event description:
During cutting for a tka made all cuts beside distal and posterior chamfer cut and the femoral array became visibly loose on the posterior chamfer cut. Surgeon and pa believe that the femoral array was properly tightened. Believe malfunction in 1/3 parts (femoral array, side clamp, pin clamp) or all parts. Requesting replacement for all 3 parts. Case was finished robotically and implants fit well. Case type: tka. Surgical delay: approx. 16 - 30 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During cutting for a tka made all cuts beside distal and posterior chamfer cut and the femoral array became visibly loose on the posterior chamfer cut. Surgeon and pa believe that the femoral array was properly tightened. Believe malfunction in 1/3 parts (femoral array, side clamp, pin clamp) or all parts. Requesting replacement for all 3 parts. Case was finished robotically and implants fit well. Case type: tka . Surgical delay: approx. 16 - 30 minutes.